Event description:
Medtronic received information that three days following the implant of this transcatheter bioprosthetic valve, the patient forgot how to read. A magnetic resonance imaging (MRI) revealed the patient had a subacute infarction and subarachnoid hemorrhage. Rehabilitation was prescribed. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a variety of factors can influence the onset of stroke. However, a conclusive cause could not be determined from the limited information available. Per the instructions for use (IFU), stroke is a potential adverse effect.